Event description:
It was reported that labelling issue occurred. A 300cm straight tip v-14 control wire was selected for use in a lower extremity angiogram. Upon opening the wire, the wire was inspected and the physician and tech thought that the taper was extremely long for the description on package. There were no other allegations toward the device. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that labelling issue occurred. A 300cm straight tip v-14 control wire was selected for use in a lower extremity angiogram. Upon opening the wire, the wire was inspected and the physician and tech thought that the taper was extremely long for the description on package. There were no other allegations toward the device. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Locationdevice evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the guidewire was bent at distal tip. A sticker of the original box was returned, and it was observed that the information matches with the complaint information. Dimensional inspection was performed, and the total length of the guidewire was measured, and the result is the following: specification: 118.25in (lower spec is 118.15 and the upper spec is 118.35) and returned guidewire length: 118.31in. The reported issue cannot be confirmed, since the dimensional test passes and the informacion of the sticker matches with the complaint information. No other issues were identified with the device.